Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for in-clinic follow up for diagnostic testing of the implantable cardioverter defibrillator. Non-sustained right ventricular over-sensing was observed during capacitor maintenance on (B)(6) 2020. When a subsequent maintenance check was attempted in-clinic, the test was aborted due to oversensing. Programming adjustments were made, and no further over-sensing was observed.